Manufacturer narrative:
(B)(4). G2: foreign: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging was damaged during inspection of the circulated items. There was no patient involvement. It was reported that no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2, h3, h6, h10. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility for all lots except lot 7284567 has not been compromised. The sterility has been compromised for lot 7284567. Review of the provided photos/returned product found the root cause of the reported event can be attributed to transit damage. Review of the device history records was not performed as there was no patient or user harm, and the root cause is related to transit damage. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.